Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones and displayed an out-of-range impedance measurement indicator. There was one shock impedance and right ventricle (rv) pacing impedance out-of-range measurement recorded. There were also some episodes of unreproducible noise on the ventricle. After evaluation of the lead and device, the lead measurements were all found to be within normal limits. A guidant technical services consultant discussed a potential intermittent connection issue. Guidant received additional information that the transvenous defibrillation lead exhibited an insulation breach due to subclavian crush and was explanted and replaced with a non-guidant lead. No patient symptoms were reported with this clinical observation.